Event description:
During a laparoscopic cholecystectomy procedrue, picture became blurry. Unable to adjust the camera to a clear picture. Procedure was converted to open cholecystectomy and pt stayed 3 extra days in hosp.